Manufacturer narrative:
Initial reporter e-mail: (B)(6). Initial reporter: address: no. (B)(6). Initial reporter: facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a u9000 ultrafilter and an ak 98 machine, a fluid leak was observed. The patient experienced discomfort and a drop in blood pressure. The patient was rehydrated and the treatment was stopped. No additional information is available.

Manufacturer narrative:
Additional information has been added to h6 and h10: the device was inspected on site by a qualified technician. The reported condition was verified as a leak in the ultrafilter. Based on past investigations, the most likely failure is a crack in the housing near the welding zone. This is a design related issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.